Event description:
It was reported that the patient was scheduled for and underwent a full revision surgery on (B)(6) 2012. The device is pending return and product analysis.

Event description:
It was reported that the patient had high lead impedance and therefore, reduced output settings as well as increased aggressive behavior. The patient was referred to the surgeon for a lead revision and battery change. Follow up with the neurologist's office found that they had only seen the patient once and had no additional information. The nurse stated that they were trying to get the patient to see the neurosurgeon; however, it was unknown if the patient had been seen yet and the outcome. The nurse was informed of the recommendation to disable the device when high impedance is observed due to potential nerve damage; however, she stated that the patient has not been seen again yet to do so. A programming history review showed no anomalies for the range of dates data was available, the implant date (B)(6) 2010, to (B)(6) 2011. The neurosurgery department stated that the patient is scheduled for a consultation appointment with the surgeon on (B)(6) 2012 and they will have no information until then. It was requested that the neurosurgeon follow up after the appointment if any additional information is found or interventions are scheduled.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional follow up with the hospital found that the device could not be found and therefore could not be returned for product analysis. No additional information was provided.